Event description:
It was reported that, during a tonsillectomy, the surgeon removed the evac 70 coblator ii from the patient's mouth to clean, the prongs were flushed and wiped in a towel, and after wiping it external to the patient's oral cavity, two of the prongs broke off. The surgery was resumed without any surgical delay with a suction bovie back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during a tonsillectomy, the surgeon removed the evac 70 coblator ii from the patient's mouth to clean, the prongs were flushed and wiped in a towel, and after wiping it two prongs were noted to be broken off. The surgery was resumed, without any delay, with a suction bovie back-up device. No further complications were reported.